Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (high 30's mg/dl) and high bg levels (300 mg/dl) due to slightly over correcting for the low bg levels. The contact provided the customer with juice as the customer reported having a hard time thinking when experiencing low bg levels and requires assistance. The customer stated that the low bg level was due to having "aggressive" settings prescribed by health care provider that the customer was working on adjusting.